Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On the same day as event onset, the patient was treated with ceftazidime injection (1gm per day, ongoing) and amikacin injection (125mg, once a day, ongoing) for the event. At the time of this report, the patient was recovering. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-02570. All information can be found under manufacturer report number 1416980-2022-02570. Should additional relevant information become available, a supplemental report will be submitted.